Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak (iliac) event is unconfirmed. This is not consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review (lack of event computed tomography (CT) study, operative notes, and/or angiogram from the re-intervention). During the investigation, endologix found reasonable evidence to suggest the device was used off-label due to non-endologix devices (bare metal stent and viabahn stent) placed in the left external iliac artery at the index procedure. The final patient status was reported as being stable post secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx bifurcated stent graft, a vela suprarenal stent graft, and two (2) limb extensions. Approximately eight (8) years post initial procedure a type 3a endoleak was identified at a routine follow-up. Re-intervention was completed successfully with the implant of a vela suprarenal and an afx2 bifurcated stent graft. The final patient status was reported as in good condition post-secondary intervention. Additional information: clinical review identified the index procedure outside the indications of use (off-label) due to concomitant use with products outside the IFU (bare metal stent and viabahn stent in left external iliac artery).

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx bifurcated stent graft, a vela suprarenal stent graft, and two (2) limb extensions. Approximately eight (8) years post initial procedure a type 3a endoleak was identified at a routine follow-up. Re-intervention was completed successfully with the implant of a vela suprarenal and an afx2 bifurcated stent graft. The final patient status was reported as in good condition post-secondary intervention.